Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted in the patient's eye approximately one moth post implant. The surgeon rotated the lens and placed ctr (capsular tension ring). The prognosis was reported as "perfect position" at one day. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.